Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported a unit that was displaying the occlusion and circuit disconnect alarm. According to the distributor, the issue occurred as the (B)(6) was preparing the unit for use. They inspected and tested the unit, and were able to duplicate the reported issue. They changed the exhalation filter and patient circuit, however the issue was not resolved. They also reported noticing that the expiratory flow transducers zero value had drifted. Carefusion technical support advised the distributor to re-calibrate the transducers and run the unit for 24-48 hours, then check to see if it drifts again. No patient involvement.

Manufacturer narrative:
(B)(4). The distributor contacted carefusion technical support again within 8 days, and informed them that they calibrated the unit, and ran it nonstop for 3 days with no issues or alarms. The unit had not been calibrated for 3 years prior to this. Carefusion technical support reminded the distributor to calibrate the unit (each time) during yearly maintenance as per new requirements.